Event description:
It was reported that 9800 system had poor image quality with grainy image also no images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and display adaptor were reseated during the service call. The system was tested and found to be working as intended and put back into service.